Manufacturer narrative:
The device was reported to be setting up for patient use. There was no patient harm or delay noted.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported that a ventilator experienced a touchscreen issue. The device was reported to be in use. There was no patient harm or delay noted. The philips field service engineer (fse) confirmed and duplicated the reported issue. A replacement touchscreen was ordered. Following the evaluation of the device, the fse replaced the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.